Event description:
(B)(6) 2016 11:42 am (gmt-5:00) added by (B)(6) ((B)(4)): it was reported that the ventilator failed the pressure transducer sub-test, during the pre-use checks tests. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer(fse) performed an on-site investigation and concluded that the problem was caused by an external device that was attached serially between the ventilator and the oxygen supply and was restricting the flow. Once it was removed, the device functioned normally and it was returned to clinical service. Our conclusion is that the problem was caused by an external device not manufactured by maquet, restricting the gas supply. The cause as to why the external device was installed has not been established from this investigation.

Event description:
(B)(4).